Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patch. Patient reported that the area itches and appears red. The patient did not report any open sores. There was no alleged device malfunction contributing to the irritation. Patient used neosporin and cortisone cream suggested by a physician. Outcome of the irritation is improved